Manufacturer narrative:
Sensor (B)(4). Has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). There were no crc errors found. The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. No further investigation required.

Event description:
Customer¿s mother reported that customer¿s adc freestyle libre sensor produced a lower reading than a reading obtained via a laboratory test. She further reported that beginning on sunday (B)(6) 2019 and continuing into monday (B)(6) 2019 customer was feeling sick and vomited. Customer self-treated with an unspecified amount of rapid-acting insulin, but caller noted the sensor did not indicate a high sugar level (no reading provided). Customer¿s healthcare provider was contacted, and the customer was instructed to go to the hospital. At the hospital, a laboratory reading of 40 mmol/l (720 mg/dl) was compared to a sensor scan result of 7.6 mmol/l (137 mg/dl) within 10 minutes of each other. The readings when plotted on a parkes error grid fall into the ¿out of range¿ zone, showing the difference in values to be clinically significant. Customer was diagnosed with hyperglycemia, admitted to the ICU (intensive care unit) and was still hospitalized at the time of the call. The specific treatment provided during the hospitalization was not reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported that customer¿s adc freestyle libre sensor produced a lower reading than a reading obtained via a laboratory test. She further reported that beginning on sunday (B)(6) 2019 and continuing into monday (B)(6) 2019 customer was feeling sick and vomited. Customer self-treated with an unspecified amount of rapid-acting insulin, but caller noted the sensor did not indicate a high sugar level (no reading provided). Customer¿s healthcare provider was contacted, and the customer was instructed to go to the hospital. At the hospital, a laboratory reading of 40 mmol/l (720 mg/dl) was compared to a sensor scan result of 7.6 mmol/l (137 mg/dl) within 10 minutes of each other. The readings when plotted on a parkes error grid fall into the ¿out of range¿ zone, showing the difference in values to be clinically significant. Customer was diagnosed with hyperglycemia, admitted to the ICU (intensive care unit) and was still hospitalized at the time of the call. The specific treatment provided during the hospitalization was not reported. There was no report of death or permanent injury associated with this event.